Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), e2, e3, g1, g3, g6, h2, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the lcd connector cable needed to be cleaned. The fse cleaned the connector, and the unit was returned to customer.

Event description:
Na.

Manufacturer narrative:
Updated fields: b1 (adverse event/product problem), b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone), h6 (component codes). Correct g3 date: 2025-10-14.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during checking in the hospital that cardiosave intra-aortic balloon pump (iabp) the upper screen is distorted. No patient involvement and no injury reported.